Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the grasping section could not be withdrawn from the bile duct because of the following factors: lithotomy procedure was repeatedly performed causing deformation of the grasping section. Grasping section was holding a larger calculus than opening of the duodenal papilla. The root cause of this event was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a case of a therapeutic endoscopic retrograde cholangiopancreatography procedure was incarcerated while using the single use retrieval basket v. To release the incarceration, a mechanical lithotripter was used. When the customer cut the sheath on the proximal side of the retrieval basket, it was cut short and it did not come out. By cutting and shortening the coil sheath side of the lithotripter, the handle could be connected and released. The procedure was completed without replacing the equipment. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted on the mechanical lithotripter and retrieval basket. Please refer to the following reports: patient identifier of (B)(6) is related to model number: fg-v435p, serial number: n/a. Patient identifier of (B)(6) is related to model number: bml-110a-1, serial number: n/a. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.